Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing, and noise due to an insulation breach. The ra lead was capped and replaced. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and no replacement rv lead is planned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "shocking sensation". Upon device interrogation, it was noted that the right atrial (ra) lead showed a low impedence warning, high thresholds and oversensing, resulting in a polarity switch. It was also reported that the right ventricular (rv) lead showed a low impedence warning, intermittent undersensing and a polarity switch. The ra and rv leads remain in use, bu the patient was scheduled for a lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.